Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed, and found the battery depletion was normal based on the device usage. Analysis of the device image indicated the device was within the normal range of operation. Telemetry, impedance, pacing, sensing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during an unrelated procedure, post-paced t wave over-sensing was observed on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced during the procedure. The patient was in stable condition with no adverse health consequences.

Event description:
It was reported that during an unrelated procedure, post-paced t wave over-sensing was observed on the implantable cardioverter defibrillator (ICD). The ICD was noted to be at elective replacement indicator (eri), and was explanted and replaced during the procedure. The patient was in stable condition with no adverse health consequences.